Event description:
On 10/01/1999, the international distributor informed the MFR via a faxed report of the following: this doctor reported that he experienced the same defect with the same item and lot number. After inflation of the balloon with (nall) saline, the balloon burst and many flakes from the rubber arise. In both cases, non-atherosclerosis was found. The operations were elective, non-emergency procedures needed. A "flake" of the balloon was scheduled to be returned to the MFR for analysis. No further details were provided.